Event description:
Customer reported 4500 mg zosyn (piperacillin/ tazobactam) in 100 ml was intended to run over four hours, but completely infused in less than 1 hour. Customer says that he has checked the logs and cannot find any programming that would explain this. His summary of the device log shows the following: on (B)(6) 2012, between 07:00:15 pm and 07:00:37 pm (1900), the infusion of zosyn was correctly programmed using guardrails with a rate of 25 ml/hr and a vtbi of 100 ml. This infusion was started at 07:00:38 pm. At 07:35:44 pm there was an air-in-line alert and at 07:38:30 pm all of the devices were powered off. The customer ruled out the possibility of underfill of the bag or fluid lost during priming. The customer also considered the possibility of a tubing leak or unregulated flow and tested for both of these possibilities, however he could not reproduce either one. There was no patient harm and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.